Manufacturer narrative:
Correction in h4 (device manufacture date). The thermogard xp ivtm system ((B)(6)) involved in the reported complaint was returned to zoll san jose for investigation. The customer reported a "leak from the drain tube connector" was confirmed during the visual inspection. During the inspection, zoll service personnel noticed major leaking inside the system case at the drain tube connector fitting barb under the cold well. The root cause for the customer's reported complaint was a loose drain tube connector, likely attributed to the device's aging. The thermogard system was manufactured in 2010 and is 11 years old, well past the expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed cracked, loose, and damaged casters, loose and missing screws on the top lid and pump lid, missing prime switch cover, degraded cold well drip tray gasket, broken screws on the right rear bracket and right rear of chassis. The damaged and missing parts were replaced to address the observed physical damages. The root cause of the observed damages was likely attributed to user mishandling or the device's aging. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the thermogard system since the customer acquired it in 2010. The thermogard system passed the functional testing after securing the drain tube connector. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with (B)(6).

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed will repair the system in-house by replacing the drain tube connector. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed in case of the device return.

Event description:
During the in-house preventive maintenance, the hospital biomed noticed that the drain tube connector in the thermogard xp ivtm system (sn (B)(4)) was leaking. No patient involvement.